Event description:
A report was received that the patient underwent an ipg revision as the ipg had flipped and was creating charging difficulties. The physician revised the ipg and the patient was reportedly doing fine.

Event description:
A report was received that the patient underwent an ipg revision as the ipg had flipped and was creating charging difficulties. The physician revised the ipg and the patient was reportedly doing fine.